Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image during laparoscopic colon resection with anastomosis therapeutic procedure. The intended procedure was completed with the same device. There were no reports of patient harm.

Event description:
The event was found at the time of operation before the procedure when the sede was connected during laparoscopic subtotal distal gastrectomy therapeutic procedure. The intended procedure was completed with a similar equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, d10, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, no other reportable malfunctions were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to broken video cable image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.